Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a shock from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD). A device check was performed, and subcutaneous electrocardiogram (s-ECG) was reviewed which revealed three treated and three untreated events all showing oversensing of noise. The shocks were delivered while this patient was resting. Troubleshooting steps were performed to identify the cause of the noise, including touching and shaking the area around the device and electrode and this patient raising, lowering their arms and rotating. No noise was detected across any vector. The vector was programmed to alternate from primary and this patient was admitted to the hospital for monitoring. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to aware date from 09/17/2025 to 09/16/2025. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a shock from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD). A device check was performed, and subcutaneous electrocardiogram (s-ECG) was reviewed which revealed three treated and three untreated events all showing oversensing of noise. The shocks were delivered while this patient was resting. Troubleshooting steps were performed to identify the cause of the noise, including touching and shaking the area around the device and electrode and this patient raising, lowering their arms and rotating. No noise was detected across any vector. The vector was programmed to alternate from primary and this patient was admitted to the hospital for monitoring. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.